Event description:
A product problem was reported with our treatment table. After treatment session was completed, the operator was lowering the table top by using a hand control device to allow patient dismount. The table abruptly stopped and the operator attempted to lower the table again by using the hand control device. The table top suddenly dropped approximately 10cm without producing an interlock during non-treatment state. Root cause on the sudden vertical drop has not been determine and is currently under investigation. No injury was reported as a result of this incident. It's important to note, by design system will trigger an interlock if table drops beyond specification during treatment. In addition, the 10cm drop was not measured with a calibrated device or based on captured data from the system, and only an approximate distance that was reported from the site.

Manufacturer narrative:
Investigation is still in process; therefore, no conclusion can be made at this time.